Manufacturer narrative:
Other text: b5, h6: health impact codes - updated.

Event description:
Additional information received: no patient involvement.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. One warmer device was received for investigation. During visual inspection the device was observed to have stripped threads in interlock block, worn line cord, and cracked tank cover. The circuit board and power switch were outdated. The reported issue was confirmed during functional testing when the device wouldn't calibrate. The issue was traced to the pots on the printed circuit board, which were observed to be damaged. The root cause of this condition was attributed to user interface. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. The warmer circuit board, power switch, enclosure, tank cover, interlock block, plate clip, and line cord power switch were replaced, and preventative maintenance was performed.

Event description:
It was reported that the warmer won't calibrate and temp keeps going up. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.